Event description:
A facility reported that when the doctor took the bolt out of the packaging the top fell off and out of the sterile field. A new package was opened to get a new top for the bolt. When he placed the bolt, the top was still loose resulting in blood and csf returning up through the bolt not allowing a secure hold in the bolt when the sensor was placed. The sensor was removed, took the top off, dried the interior of the bolt, still didn¿t hold completely. As a result, surgeon steristriped sensor to the bolt and stitched the sensor to the scalp. The event led to several minutes surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
Cerelink icp probe bolt was not returned for evaluation (remains implanted); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the issue reported by the customer could be due to cap torque strength not enough. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.